Event description:
Ous MDR - the clinic states that their biomedical maintenance service identified a loss of sensing on the last four devices (external pacemakers) acquired in (B)(6) 2014. They felt that the pacemaker should beep continuously if the impedance is equal or greater than 10,000 ohms or if the impedance is equal or less than 50 ohms, but these 4 devices did not respond in the tests performed at equal or below 50 ohms. This loss of response was not observed with similar devices of the older generation. There were no patient interactions when these tests were being performed.

Manufacturer narrative:
We received your event description for the above mentioned devices and the observation of the clinical user can be retraced in our quality and production documentation of the device. The observations are correct and according to the expected device behavior. The described missing alarm is no deviation of the device specification. During market observations in the past distracting and unnecessary false alarms due to low impedances were stated. The cause might be too closely placed heart wires or the use of low resistive wires of different manufacturers. The alarm for the low impedance of reocor was therefore considered too sensitive and was deactivated. The risk assessment, as well as the user manual, was adapted accordingly. However, high impedances might be critical for the patient for instance by accidently disconnecting the external pacemaker. Thus the warning threshold for high impedances stays unmodified. As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. Should additional relevant information or the device itself become available, the investigation will be updated.